Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed to mg/dl from mmol/l. There was no report of death, serious injury or mistreatment. The meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.